Event description:
It was reported that this right atrial (ra) lead was dislodged. The physician decided to explant and replace this lead. It is unknown if this lead will return. No additional adverse patient effects were reported.